Event description:
It was reported that on (B)(6) 2023, a patient presenting with an isthmus rupture in the aortic arch was treated with a gore® tag® conformable thoracic stent graft with active control system. On (B)(6) 2023, the device was explanted during an autopsy. The cbause of death is unknown. No device or procedure involvement has been alleged.

Manufacturer narrative:
B2: time of death unknown. D6b: explant date unknown. H6: the device has been returned for evaluation to a third party laboratory. The physician has been asked for additional information regarding the cause and time of death. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medwatch #2017233-2023-04206 was sent in error. Additional received information indicated that this event is not reportable to the FDA because the device was explanted during an autopsy and not in the course of patient treatment. The third party explant lab has additionally confirmed that there is no allegation against the gore® devices or related procedure. Therefore, the medwatch will be retracted.

Event description:
It was reported that on (B)(6) 2023, a patient presenting with an isthmus rupture in the aortic arch due to grade a polytrauma was treated with a gore® tag® conformable thoracic stent graft with active control system. A decision was taken to discontinue active treatment. On (B)(6) 2023, the device was explanted during an autopsy. The cause of death is unknown. No device or procedure involvement has been alleged.